Manufacturer narrative:
The field complaint of failure to sense was not confirmed. The device was received in normal working conditions with battery voltage above eri. Analysis performed, including sensitivity test exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the implantable cardiac monitor failed to sense. The device was not used, and another device was implanted. The procedure ended without any problems. No patient consequences.